Event description:
It was reported that the lock for the ap to lateral on the 7700 system would not work. Also, the foot-switch was missing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lock was repaired and the foot-switch replaced during the svc call. The system was tested and found to be working as intended and put back into svc.